Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's blade had mechanical indentations/burrs. The instrument was placed on an in-house da vinci system for a latex cut test and it failed since the latex was getting snagged. Visual inspection found one blade edge had an indentation between the midpoint and the tip. Failure analysis concluded that the mechanical indentations/burrs damage may be due to mishandling/misuse. Failure analysis investigation also found the following damages: pad printing was removed from the instrument's tube extension. Pad printing was removed on the distal end which measured approximately 0.174 x .024. Failure analysis concluded that the pad printing damage may be due to mishandling/misuse. The instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches measured approximately .080 - .053 in length and it was not aligned with the tube axis. Flush tube was inspected and no trouble was found. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the pad printing damage and various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci prostatectomy surgical procedure, it was observed that the monopolar curved scissors instrument was blunt. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.